Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had lead migration. Inadequate stimulation was also noted. The patient underwent a lead replacement procedure and was doing well postoperatively.